Event description:
As the surgeon was anchoring the cuff down the tip of the anchor broke inside the patient's right shoulder. All pieces were retrieved and a second anchor was opened to complete procedure.======================manufacturer response for suture achor, biocomposite swivelock, closed eyelet 4.75 x 19.1mm (per site reporter).======================manufacturer provided rga# for product return evaluation.